Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (programmed amount and delivery rate unk) during biomed testing. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.